Event description:
During a case the wireless foot pedal remained active when the pedal was released.

Manufacturer narrative:
During the case, a peak's representative noticed that the foot switch/pedal remained engaged. The coag setting was changed on the generator, which disengaged the footswitch. No pt impact reported. Generator associated with the footswitch was evaluated by the manufacturer (since the footswitch cannot operate without the generator) and no errors or faults were exhibited during evaluation.